Event description:
Patient had a port-a-cath placed to receive chemotherapy for breast cancer. During the course of using the cautery (disposable pen), the physician's gloves began to heat up and catch fire. They were quickly removed. During the removal, the gloves touched the patient's chest. The pt had two 1-1.5 centimeter second degree burns on the chest. The patient is treating the burns with silvadene cream and there was no injury to the physician. The physician stated he did not know if it was user error, or if the cautery pen got stuck in the "on" position , and felt there was an arc. The patient was draped and prepped in the normal sterile fashion. The betadine had dried prior to the use of the cautery.

Manufacturer narrative:
The user facility initially indicated that the device would be returned for evaluation. As of 07/07/2006, the facility was not able to locate the device. The user facility indicated that they could not determine if the event was a result of user error or a malfunction of the device. Without having the device available for evaluation, we cannot determine the root cause of the event.